Manufacturer narrative:
Additional information: UDI number provided. Device evaluation: the left tracker was returned to the manufacturer for analysis. Analysis confirmed the reported problem. The tracker connected with the navigation system and all six markers were tracked initially, but during testing it was observed that all six markers intermittently dropped out. Visual inspection noted crimping and insulation damage on wires, but this did not interfere with functionality. The left tracker had an electrical failure mode and was determined to be faulty.

Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The left tracker and cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected tracker and cable were returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while the site was calibrating, the imaging system left side tracker would flicker like the camera would see and then not see the tracker. When they were calibrating the right side trackers the issue did not occur. There was no patient present when this issue was identified.

Manufacturer narrative:
The gpio cable was returned to the manufacturer for evaluation. Testing found that the cable would result in the left tracker would intermittently lose connection. Note: filing number for site manufacturer switched from 1723170 to 3004785967. If information is provided in the future, a supplemental report will be issued.